Manufacturer narrative:
Evaluation was completed and the customer's reported condition of the failure code 500 was confirmed. The failure code 500 indicated that the lockout key was stuck. Investigating reports of the failure code 500.

Event description:
Customer reported a failure code 500. Customer reported there were no patient injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer did not have information whether incident occurred during patient infusion. Although baxter requested, no additional information was provided regarding patient demographics, medication involved, or device programming information. No additional contact information was provided.